Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The 3 months after the surgery, the patient had suture reaction. The surgeon opined it was due to individual difference and suture. The patient was treated immediately. The current patient status is reported as stable. No additional information was provided.

Manufacturer narrative:
(B)(4).